Event description:
Baxter in a foreign country reports leaking line of homechoice sets. Baxter affiliate reports a bubble was noted in the line and that the procedure was longer than usual. No further details provided by baxter affiliate. No pt injury or medical intervention was required per complaint coordinator.